Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor showing static was unable to be confirmed. The system monitor (serial number: (B)(6)) was not returned for analysis; an image of the system monitor screen was submitted but did not show any signs of static or screen issues. Additional information provided on 29jul2022 stated that exchanging the system monitor resolved the reported event; however, it would not be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this investigation. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 07apr2015. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B), section titled ¿setting up the system monitor for use with the power module¿). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow alarms were noted on the patient's system controller. Per the bedside nurse, the "green arrows" were not lit up and appeared as if no power was going to the controller, either from ac power or the emergency backup battery (ebb). During this time the patient's mean arterial pressure (map) dropped from the mid-60's to the mid 40's. The heartmate system monitor showed "static". The bedside nurse was touching the screen to see if the screen could be reset, it is unclear if the pump stop button was accidentally pressed. The patient was taken back to the operating room on (B)(6) 2022 for re-exploration and wash out. The patient did have low flows during that time. Log file analysis displayed an intentional pump stop where the pump stop command was enabled on the system monitor on (B)(6) 2022 at 12:27:18 pm causing low speed advisories / low flow / lvad off alarms where the pump was momentarily off for about 19 seconds. The pump was restarted at 12:27:39 and remained on for the remainder of the log. Additional information stated that through a transesophageal echocardiogram (tee) a shadow indicating a possible fibrin material was intermittently seen throughout the de-airing process. Much time was taken to de-air as well as achieve hemostasis. Chest tubes were placed, the chest was closed, the driveline was sutured to the abdomen, and dressings were applied. Intra-aortic balloon pump (iabp) was removed. Multiple blood products such as prbc (packed red blood cells, plts (partial liver transplantation platelet), and ffp (fresh frozen plasma) were given. The patient was transferred to the ICU in stable condition.